Event description:
It was reported by a customer on (B)(6) 2011, the fiber broke at the tip while inside of the patient at 108,467 joules. Per the customer, all fiber pieces were retrieved. No patient injury was reported.